Event description:
It was reported that the pressure sentinel intermedullary reamer shaft snapped, leaving shredded pieces of shaft inside the tibial canal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). It is currently unknown whether the device will be returned for evaluation; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 h6: component code: proposed annex g code: mechanical (g04) ¿ drill visual examination of the provided photographs identified that the device is broken and the shaft is bent. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: multiple intramedullary metallic fragments from a broken tibial reamer shaft as noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.